Event description:
It was reported that "the user was unable to ligate the first clip during a surgery. The user took the applier outside the abdominal cavity, checked the jaws and found that they were misaligned. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the user was unable to ligate the first clip during a surgery. The user took the applier outside the abdominal cavity, checked the jaws and found that they were misaligned. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacture reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) lot in november of 2023. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted resulting in the discovery of incorrect function due to a press fit pin has become displaced from proper location. After consulting with a subject matter expert on the parts in question it is suspected the instrument became broken/bent due to excessive force applied by end user. No further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.